Event description:
The customer reports the nozzle tip allegedly broke off the handpiece while in use. The tip did not fall into the surgical site and another irrigator was retrieved to complete the procedure. There was no delay in the procedure and no additional treatment was required.

Manufacturer narrative:
Customer disposed of the product and did not return it to the manufacturer. The device was not received by the manufacturer. If additional information is received, a follow up report will be filed.